Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter stated that the piston rod of the pump stopped working and the pump did not provide an e-6 error message. The patient was unaware the pump was not delivering insulin. No adverse event reported. The infusion device was requested to be returned for product evaluation.